Manufacturer narrative:
Customer discovered calibration bar on the instrument was soiled. Instrument was removed and returned to the manufacturer for service. Service rep opened the instrument and found a urine strip inside. Customer was provided with operator manual for cleaning and maintenance procedures.

Event description:
Customer reports, pt was admitted to the hospital for a sterilization procedure. Three urine pregnancy were performed. Due to the borderline result, the procedure was canceled.